Event description:
Information received indicates the technician found the ground resistance reading was high while doing an electrical safety test.

Manufacturer narrative:
The technician found that the ac plug had a loose ground pin. He replaced the ac power cord plug to repair the bed.